Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke, making it necessary to remove it from the cavity and replace it. The procedure was completed with no reported injury.